Event description:
It was reported that during preparation for spaceoar placement procedure, a foreign object was found inside the accelerator syringe. The procedure was completed using another device without patient complications.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of contamination.